Event description:
Surgeon using staple load during a gastric bypass device jammed. A new device was obtained and worked without issue. Staple loads used during the procedure gold 60 mm, and 2-0 polysorb with the endostitch.